Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that, user received intermittent catheters with different fr size than indicated. They have provided two comparison samples. First sample stated that, on the device label it was mentioned as 12fr and had a 12fr diameter in it. The other sample stated 12fr on the label, but it was like 14fr in actual size. Per additional information received on 14jun2021 the patient attempted to use the larger catheter but became frustrated and used another catheter.

Event description:
It was reported that, user received intermittent catheters with different fr size than indicated. They have provided two comparison samples. First sample stated that, on the device label it was mentioned as 12fr and had a 12fr diameter in it. The other sample stated 12fr on the label, but it was like 14fr in actual size. Per additional information received on (B)(6) 2021 the patient attempted to use the larger catheter but became frustrated and used another catheter.

Manufacturer narrative:
The reported event is unconfirmed - product met specifications. Visual inspection noted 2 unopened 12 french magic 3 intermittent catheters in original packaging were received. No obvious defects were noted. Further testing required. The catheter's outer diameter measured to be, which were found to be 0.1595 & 0.1510 in. Which is within specification (0.157" +/- 0.013") . The product met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed, a labeling review is not required. Correction: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.